Event description:
It was reported that a patient underwent an initial left total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, a request for a custom articular surface has been submitted to replace the currently implanted inlay due to unknown complications. Due diligence is in progress for this event; to date no additional information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: primary femoral 3/l pc: catalog#6 212-00-030, lot#ni; np stm tib b/p lt sz2 nat: catalog# 6307-00-220, lot#ni. G2: foreign: germany. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: a4; b4; b5; b7; d6a; d9; d10; g3; h2; h4; h11. D10: medical product: np stm tib b/p lt sz2 nat: catalog#6307-00-220, lot#61090011; primary femoral 3/l pc: catalog#6212-00-030, lot#60866219 the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: a2; a3; b4; b5; g3; h2; h6; h11. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient began to experience an ache in the implanted joint. A revision surgery is pending to replace the currently implanted articular surface due to wear. All available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.